Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 33mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that shaft leak occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. After a 6fr non-boston scientific (bsc) introducer sheath was introduced and a non-bsc guidewire crossed the lesion, the lesion was confirmed with intravascular ultrasound. Dilatation was attempted with a non-bsc balloon catheter but the balloon ruptured due to calcification. Subsequently, a 4.0mmx60mmx135cm sterling balloon catheter was advanced; however, during inflation, the pressure did not increase. The balloon catheter was removed from the sheath and upon closer inspection of the catheter, it was found that the contrast medium was leaking from the shaft of the balloon catheter so inflation could not be performed. The procedure was completed with a 4mm, 4cm non-bsc balloon catheter at 20 atmospheres. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.